Event description:
It was reported that the patient was experiencing discomfort due to the positioning of the ipg site. Surgical intervention was undertaken on an unknown date in which the ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.